Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/asku. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implant of the johnson and johnson(jnj) intraocular lens (iol) the haptic was caught. The iol was implanted and removed from the patient¿s operative eye. No patient injury was reported. No further information was provided.